Manufacturer narrative:
Age at time of event: 18 years or older. The device was not received for analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the sterile package was compromised. A 14-6/5.8/75 xxl¿ vascular balloon catheter was selected for use to dilate the lesion. However, during unpacking, the package was ripped open on the side and the sterile packaging was compromised. The procedure was completed with another of the same device. No patient complications were reported. The patient is in recovery and went home the same day.